Event description:
It was reported that a carelink patient followed at another practice in a different state had a transmission continue to pull into this practice's paceart data exchange log viewer. The paceart issue was resolved. No patient complications have been reported as a result of this event.

Event description:
It was reported that a carelink patient followed at another practice in a different state had a transmission continue to pull into this practice's paceart data exchange log viewer. The paceart issue was resolved. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction note: this complaint was inadvertently submitted under the medical device reporting regulations, as the potential for injury is not likely for this type of event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.